Event description:
It was reported that on combo exams the compression was being released before the image is complete. It was determined that the filter wheel assembly needed to be replaced. Once this was done the system is working as intended.